Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-feb-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare professional (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) at 15mg/ml at 4.58 mg/day via an implantable pump for unknown indication for use. It was reported that the patient had increased pain and chills on (B)(6) 2024, he noticed a bump on his lower back and started vomiting on (B)(6) 2024. Patient went to the emergency room (ER) and had imaging performed showing the tip had pulled out of intrathecal (it) space. Environmental/external/patient factors that may have led or contributed to the issue were none. Actions/interventions that were taken to resolve the issue was patient given oral pain meds and surgery scheduled on (B)(6) 2024. The issue had yet to resolve at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that when the catheter was re-opened in the lumbar spine there was some cerebrospinal fluid (csf). It was reported that the csf leak had to be repaired. The new intrathecal catheter was placed and connected to the pump and the wound was closed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.